Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation f1 and f2 fuses were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the power cord was accidentally removed from the socket and when it was replaced, the system would not power on. No pt injury was reported.